Event description:
It was reported on allegiance product quality report #2001-005921 that when the device was used during an unknown procedure, it was difficult to release from tissue. It is unknown how the case was completed. Consequence to patient is unknown.